Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the procedure was a percutaneous transluminal angioplasty (pta)/stenting for a narrowing lesion in the distal superficial femoral artery (sfa) in the right leg. Antegrade access puncture in the right common femoral art, ultrasound guided. Some calcifications were noted in the puncture region. The lumen at the puncture site was measured: 8.3 mm. A 6f cordis introducer sheath was inserted with no resistance or other complications. The lesion was treated by percutaneous transluminal angioplasty (pta) and placement of a stent with good angiographic result. Before closure the puncture site with the sheath in situ was captured by an angiogram. The first two steps of closing via the angio-seal vip device were performed with no problem. The set the anchor step was done with care and with the correct timing (not hasty). When sealing the puncture, the device was pulled out with no remarkable resistance resulting in a failed closure. The puncture site was closed with success by manual compression and hemostasis was achieved. No extra blood loss or complications. Due to the manual compression the patient needed to stay overnight instead of being discharged the same day. The patient was in stable condition. Prior to placement of the angio-seal an angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The product was inspected for the presence of the anchor, the distal tip was cut with a scalpel in order to confirm that the anchor and collagen were still in the insertion sheath.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, foil packaging, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were mated and returned to the fully rear-locked position. The distal tip of the device was found to have been cut open exposing the carrier tube, anchor, and collagen. No other damage or deformation to the device was identified. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.